Event description:
It was reported that during a gastric sleeve procedure, on the second firing with a green cartridge the remnant side of the staple line was formed and intact. The patient side had only one staple line formed and the other two staple lines were not. There was significant bleeding on the stomach. The surgeon over sewed it to control the bleeding. The patient developed a leak post-op. As a result the patient remained in the hospital six days longer than anticipated. There was no issue with firing the device. The surgeon waited the 15 seconds prior to firing. They cleaned/swished the jaws of the device before loading a new cartridge into the jaws.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: where was the leak? Do they routinely oversew? Bmi? Gender of patient? Was buttressing material used? What cartridge was used before the bleeding? Current status of patient? As reported, surgeon experienced a misfire with the green reload. The patient remained hospitalized 6 days longer than her typical patients due to a leak. When the patient had her first follow-up visit in the office it was determined that she needed to be re-admitted. It was noted that the patient had an ulceration at the site of the misfire. Surgeon mentioned that the patient has had enough blood transfusions to replace her entire body blood volume.